Manufacturer narrative:
Additional information obtained from the adjudication minutes notes that the patient experienced an ipsilateral ischemic stroke approximately two weeks after the index procedure and that the patient experienced residuals and was undergoing therapy. As reported by the (B)(6) registry the patient was a (B)(6) male with a medical history including previous stroke, multiple tia's, 80% stenosis in the right internal carotid artery, hyperlipidemia, cabgx5, current history of smoking, diabetes mellitus and coronary artery disease. Pta was performed in the lesion in the proximal left internal carotid artery with a 5mm medium support angioguard embolic protection device followed by deployment of an 8x30mm precise pro rx stent. Approximately thirteen days post index procedure the patient experienced hemiparesis on the left side, duration which was permanent and diagnosed as an ischemic stroke. Onset was step-like and recovery was partial with major residual. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15431688 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(4) registry, (B)(6) days post index procedure the patient had a stroke that was adjudicated as a cva. The patient was symptomatic at the time of the index procedure. Nih stroke scale score was 2 and the rankin score was 0. Pta was performed on 50% occluded lesion in the proximal left internal carotid artery of 25mm in length in a 6.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was moderately calcified. A 5mm medium support angioguard embolic protection device was successfully deployed and the lesion was pre-dilated. There was no documented dissection following predilatation. Then an 8x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day. Nih stroke scale score was 0 and the rankin score was 2. At the time of the index, 80% stenosis was noted in the right internal carotid artery with a plan to treat at a later date. The patient was admitted on (B)(6) 2012, with new left arm paresis, possibly left leg paresis and a subtle left facial paresis. The deficits stated "several days" prior to the admission. It was noted that the patient felt he was numb "a little bit" on the left arm as well. He felt that he was slurring his speech, "but this was unnoticeable" to others. The hospital record stated that the symptoms started earlier that week ("several days ago"). Neurological evaluation, according to history and physical summary, revealed that the patient was alert and oriented. His cranial nerves were intact; his right-sided motor function was 5/5. His left upper extremity motor function was 3-/5. He could raise his left upper extremity approximately 80 degrees of abduction and flexion. He had little ability to extend his wrist against gravity however; "he was approximately 2/5 there."

Manufacturer narrative:
His biceps were 3-/5 and the triceps were the same, grip strength was approximately 3/5, he had decreased sensation to light touch. He had absent sensation to light touch and pain in the right foot. His left leg had 4/5 strength in hip flexor. Assessment: left-sided hemiparesis with minor dysarthria, mostly in the left upper extremity consistent with a right-sided ischemic infarct. There were no acute changes on the CT noted, but "lots of lacunar infarcts", according to the summary. The neurologic evaluation performed by another physician on the same date reported that the patient was alert and oriented with fluent speech. There was subtle left facial paresis, other cranial nerves were intact. There was no right-sided paresis, even though the patient noted that he felt residually weak. He had some mild drift of his left arm, power 4/5, clumsy left hand, weak at his hip flexors and knee flexors on the left and not on the right. There was no sensory loss on the left side. Assessment: probable new right cerebral infarct with high grade right carotid stenosis (presumed etiology). A plan was to perform MRI and mra. The patient was not a candidate for tpa treatment as the stroke began a several days ago. A brain MRI on (B)(6) 2012, was performed, revealing the following, according to radiology report: acute ischemic infarction of the right aspect of the pons at the level of the roof of the fourth ventricle. It involved the anterolateral portion of the pons; a 1-cm region of restricted diffusion in the left centrum semiovale of the periventricular white matter. It was not seen as low signal intensity on adc map and may be a subacute or evolving lacunar infarction. T2 shine-through effects could also be present. Remote left inferior cerebellar infarction with an area of encephalomalacia with surrounding mild gliosis. A brain mra showed normal intracranial vasculature. A neck mra showed a high-grade stenosis in the proximal right vertebral artery at the origin of subclavian artery (75-90%). Complete occlusion of the proximal portion of the proximal portion of the left vertebral artery with recanalized flow above the level of c5. Apparent high grade stenosis of the distal left cca extending into left ica "probably overestimated on this mra due to the metallic susceptibility artifact from prior recanalization procedure." The stenosis in the proximal right ica was probably in the range of 75-90% stenosis (less significant on this mra than on previous studies). Rehabilitation was started in the hospital and the patient was discharged to a rehabilitation facility on (B)(6) 2012, with some improvement, yet on the date of discharge his left arm was weaker, which was seen as a variation of a small vessel stroke. The site reported an event of ischemic stroke on (B)(6) 2012. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.